Event description:
Dealer alleges that the chair is leaking grease. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51, serial number/date code and age of product are unknown. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that he was servicing the m51 power chair approximately 2 weeks ago when the consumer advised him that the power chair was leaking grease. The dealer discovered that some oxygen therapy cannula tubing had become wrapped in the motor, which allegedly tore the gasket seal between the motor and the gearbox. (B)(4) has been issued for the replacement of the motor / gearbox. No injury alleged.